Event description:
Information was received from a manufacturer representative regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that the manufacturer representative (rep) observed error "system error: the system has encountered an unexpected error. Please contact medtronic technical support. Code: 0x75f6f4f5." With option "restart" when trying to start a warranty. No symptoms were reported. Additional information was received. It was reported that the cause of the system error was not determined. The actions/interventions taken to resolve the issue were that they used another device which worked. The issue was not resolved with the device in question. The customer did not want to keep the device and requested to swap it out. The manufacturer representative (rep) explained an application update should resolve it, but it hadn¿t been done yet. No validation error was seen, only code 0x75f6f4f5. The provided information has been confirmed with the physician/account. Additional information was received from the rep noted that there was no communication/inability to communicate as an error code displayed when trying to start warranty. A screenshot provided showed validation error code: 00 01 00bb. Additional information was received. It was stated that the app has been updated, and they only have the software version that is currently in use: 2.0.606. It is believed the error occurred under the previous app version.

Manufacturer narrative:
H3: device evaluation: analysis of the implantable neurostimulator (ins) found no anomalies. The ins passed all testing in the laboratory and no anomalies were identified. Continuation of d10: product ID a71200; serial# unknown; product type: software, ubd: unknown, UDI#: unknown. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.